Event description:
It was reported that patient underwent partial knee procedure in 2005. Subsequently, patient has undergone two (2) arthroscopic procedures in 2007, and about three months later to remove bone cement fragments.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.